Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they were recharging the implantable neurostimulator (ins) and the controller screen went dead and there is no power on the controller and they were not able to charge the ins and they are in pain. Patient stated the controller charges up when plug into the outlet. Patient stated she called yesterday and was on hold for long time. Patient mentioned they had reprogramming done a week and half ago by a manufacturer representative (rep). Patient services (ps) called patient back to troubleshoot the device. Ps assisted patient with resetting the controller, after resetting, the controller powered on when plugged into the outlet but does not stay on when unplug from the outlet and there is no blinking or solid light on the controller. During the resetting process the battery pack came part and patient had to pry out the battery pack case from the controller. Patient confirmed there is green light on the ac power cord. Patient did not have aa batteries to try in the controller. Ps asked patient to inspect the recharger (rtm) for damage and patient said there is no visible damage on the rtm and the rtm is new. A replacement battery pack and controller were sent out.